Manufacturer narrative:
Investigation summary: one sample was received for investigation. One sample came no packaging flow wrap, it has the plunger rod-rubber stopper, the tip cap. And no saline solution. It has the plunger rod- rubber stopper all the way down. Visual inspection was performed under the microscope; the tip cap has no damages; the barrel tip has a short shot on the edge of the tip. It is 1/32¿ wide x 1/64¿ deep. No other deformation or damages were observed. History of the n40 mold was done finding no issues with luer tip short shots. Possible root cause, barrel molding process. However, as this occurrence would not exceed the acceptable quality limit (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Investigation conclusion: one sample came no packaging flow wrap, it has the plunger rod-rubber stopper, the tip cap. And no saline solution. It has the plunger rod- rubber stopper all the way down. Visual inspection was performed under the microscope; the tip cap has no damages; the barrel tip has a short shot on the edge of the tip. It is 1/32¿ wide x 1/64¿ deep. No other deformation or damages were observed. History of the n40 mold was done finding no issues with luer tip short shots. Root cause description: root cause_ barrel molding process. Mold n40. Cavity 59.

Event description:
It was reported that damage was found with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the customer found that the tip of barrel was damaged when preparing for use after opening the package, the tip cap was not tightly screwed with the conehead, and leakage occurred when unlocking."